Manufacturer narrative:
Of the 983 allegations of a malfunction, 390 pumps were returned to animas and investigated. Of the investigated pumps, 349 were found to be malfunctioning due to an internal motor failure.

Event description:
This report summarizes 165 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call-service alarm cs 078 issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-78 years of age and between 9 and 258 pounds. Of the reported patients, 57 were male, 108 were female, and 0 were unknown.